Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the pump¿s black box and alarm history showed one call service cs 064 alarm with occlusion during pump operations. During testing, the pump performed the rewind, load and prime steps successfully and was exercised pump for 24 hours with no call service alarms emitted. The pump was opened and there was no evidence of corrosion or damage on motor flex connector. The complaint of a call service alarm issue was not duplicated during investigation. There were no defects found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.